Manufacturer narrative:
(B)(4). Additional concomitant medical products: xlpe liners # item 00630504832 lot 63697496; shell porous with cluster holes # item 00620204822 lot 63696846; bioloxâ® delta, ceramic femoral head # item 00877503202 lot 2897014. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00077, 0001822565-2019-00078. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately 9 months post initial surgery due to infection. The patient also suffered from scratches on left hip and pain in groin. Spacer was inserted. Attempts to obtain additional information have been made. However, no more is available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Review of x-rays identified anatomic alignment of the right hip arthroplasty components. No fracture or other acute osseous abnormalities were observed. Additionally, no bone destruction, soft tissue air, or other signs of active infection are present. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.